Event description:
A malfunction occurred when the pump became hot. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if any malfunction codes recur.